Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving un known baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported that the patient had discharge from the pump site and essentially an opening at the wound. The patient had been given antibiotics, but a culture had not yet confirmed an infection. They were waiting on the results. The event began 1-2 days ago (approximately (B)(6) 2017). There were no further complications reported. Additional information was received from a manufacturer representative on 2017-mar-20. The results of the cultures performed showed staphylococcus. It was stated that there was discharge from the pump site only. The patient weight was stated as not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.